Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported 'powers off when battery is moved' was reproduced. The event history log (ehl) review was performed. Event details and an event occurrence date were not provided, however a review of the last day of customer use in the history log revealed an occurrence of "improper shutdown!". An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery contact pins. Rear case requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when battery is moved. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.